Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were alleged hospital acquired infections in conjunction with unspecified one-link. Additionally the customer reported ¿at this time, our infection prevention team has not been able to definitively point to the caps being related to the recent hospital acquired infections.¿ these events likely required medical intervention in order to preclude permanent impairment. No further information was available at the time of this report.